Manufacturer narrative:
Through follow-up communication with the customer livanova (B)(4) learned that error code was displayed on both circuits, patient- and cardioplegia-circuit. Furthermore, livanova (B)(4) learned that the device was already sent to the manufacturer for further evaluation. The investigation at the manufacturing site reveled that the error message was caused by a disconnected plug connection. After plugging the connection, the error no longer occurred. The manufacturer excluded the possibility that the connection got loose without external forces. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on both water tanks during installation. There was no patient involvement.